Event description:
It was reported to merit medical systems, inc., "st jude medical product reporting was made aware of an adverse event on (B)(6) 2012 which occurred during device implantation on (B)(6) 2012 at (B)(6), with physician dr (B)(6). The adverse event details state, 'pt had left pneumothorax noted day after implant ((B)(6) 2012). Pt had chest tube placed (B)(6) 2012. Discharged home (B)(6) 2012.' The nurse log for the procedure states that pressure products 9fr and 6fr safesheath introducers were used with st jude medical lead models 1258t and 2088tc. The info provided to st jude medical does not include a model or lot number for the introducers."

Manufacturer narrative:
The user facility in (B)(6) initially provided the event info to st jude medical on (B)(6) 2012. St jude medical notified (B)(6) on (B)(6) 2013. As the lot number of the device is unk, the MFR date and model number cannot be determined. Attempts to gain additional info, have been unsuccessful. If additional info becomes available, a f/u MDR will be submitted.